Event description:
It was reported that a malfunction occurred with a pump. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. A correction injection (mdi) was delivered to address the elevated bg level, and there was no need for third-party assistance. Technical support assisted the customer in resetting the pump, providing instructions for future reference, and ensured the customer could continue using the pump. There was no recurrence of the malfunction code after the reset, and the customer understood to call back if issues persist.